Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The surgeon swapped to the second surgeon console to complete the procedure. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to reposition the left master tool manipulator (mtml) with the opto switches on the surgeon side console 1 (ssc1). The technical service engineer confirmed that there were no related errors in the system logs. The tse then advised the customer on how to perform repositioning with the foot switches but the surgeon had already moved to the ssc2 to continue the case. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the system would not have become unworkable. The surgeon preferred to continue the operation on the second console. The opto problem with console 1 did not constitute a locking issue, as confirmed by the surgeon. However, the surgeon himself preferred to work on the second console.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue with the opto button and replaced master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and ailed the opto button calibration when installed on a test fixture. The probable root cause is due to a failing spring on the opto button of the master tool manipulator (mtm).